Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 161 mg/dl at the time of admission, and 87 mg/dl at the time of the call. The customer used juice and was given glucose shots, intravenous glucose, and food to treat. The customer experienced symptoms such as sweating and loss of consciousness. The customer was not wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer was having sensor connection issues. The customer believes the pump was over delivering. Troubleshooting was not completed as the customer had to get admitted. The insulin pump will not be returned for analysis.